Manufacturer narrative:
(B)(4) do not apply to this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0sxxb, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that patient was experiencing pain, soreness at the implant site and stimulation was uncomfortable. It was noted that patient felt it when she moved a certain way. The patient indicated that when she was walking she had her hand on it and it was moving. The patient noted it 2 weeks after implant. It was noted that the patient weighed about (B)(6) so there was not a lot of tissue where the implantable neurostimulator (ins) is. The patient notified the health care provider (hcp) to discuss it and they said it was normal. The patient stated that ins movement did feel normal. The patient also mentioned she had stimulation where she could feel it her leg and toe was twitching like mad". The patient felt it was in between "their legs and it was really uncomfortable pace to feel it". The stimulation was at program 1 at 3.4v or 3.5 when she turns it up higher she felt like she cannot have it on. The patient had to have it very high to get symptom relief. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.